Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting normal. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they changed the integrated multi-sensor technology (imt) and ran dilution check and quality control tests. A siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that there was no system malfunction. The customer used a statspin and spun the sample for 5 minutes. Use of a statspin is not recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.